Event description:
A roc pedicle screw was discovered to be broken during a scheduled revision surgery. The date of the screw breakage is unknown. The screw was removed and replaced. The lot number is 601824.

Manufacturer narrative:
The broken screw was returned with the nut attached to one part of the screw. The screw was confirmed to be broken. There were two parts involved on this incident: lot#: 606369d, manufacture date: 03/26/06, lot#: 601824, manufacture date: 2005. The device history records were evaluated and do not reveal any quality concerns. The device master records were evaluated and the changes made have no impact on the safety and effectiveness of the product. This is the first reported incident of this type. A full investigation will be completed to determine if any corrective actions are needed. The roc instructions for use provides a warning for implant fractures and deformations and adverse effects of possible non-union/pseudoarthrosis. The implant was inside the pt for approximately 23 months. The nature of the broken screw was unable to be determined.